Manufacturer narrative:
(B)(6). The device was not received for evaluation, however a picture and a video was received. During the visual inspection of the provided photo, the product labeling for polyflux 14l was observed. Some water drops were visible on the housing near the connected hansen. The reported failure for a fluid leak could be confirmed. The cause was not determined. On the video the reported failure was not visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed during treatment with a polyflux 14l apac dialyzer. There was no patient injury or medical intervention associated with this event. No additional information is available.